Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center director reported that a patient presented with sensitivity to light and difficulty keeping eyes open at work approximately three months post lasik. The topical steroid drops were increased. Additional information has been requested there are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.